Event description:
When health care provider was doing an IV on the patient, the safety needle of the bd insyte¿ autoguard¿ shielded IV catheter did not retract when the trigger was pushed. This caused the health care provider to nearly stick themselves when pulling the needle from the catheter. IV info was a bd insyte autoguard 22g x 1.00", lot# 0350183.